Manufacturer narrative:
One smiths medical cadd-prizm® vip system was returned for analysis in good condition. The pump was visually inspected and three separate delivery tests were performed. The complaint was unable to be duplicated as all of the delivery tests were within the pumps delivery accuracy manufacturing specifications. Based on the evidence, it is unknown as to what caused the complaint; as no fault was found.

Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +8.70%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.